Event description:
Customer reported that while being used in a pt, the alaris pump module kept alarming for chamber blocked and free flowed, resulting in overinfusion of dopamine. The alaris pump module was programmed for dopamine 800mg/250ml, concentration 3200, rate 4.875, vtbi 50. Within 5 minutes, the pt's heart rate went to 140-160; the physician was notified and ordered dopamine to be stopped. Lopressor 2.5mg ivp was given. When tubing was disconnected from the hub of the catheter to give lopressor, dopamine drip was noted to be steadily dripping from end of tubing. The bag had 25-50ml less than when infusion was started. Pt was flushed, jittery and tachycardic for 25 minutes, then vital signs returned to normal. The tubing was not saved. The alaris pump module and alaris pc unit logs were sent by the reporter to the MFR. No additional info was available.

Manufacturer narrative:
Pt info requested and all available info is included. This report was filed by the MFR. The product has been requested to be returned for evaluation. It has not been received. A f/u will be submitted if further info is obtained.